Manufacturer narrative:
The returned blocker was examined. The threads were damaged in a manner consistent with cross-threading during installation within a pedicle screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure, the external thread of the blocker became damaged while locking the blocker. Surgery was delayed 10 minutes. There was no report of patient harm associated with this event.